Manufacturer narrative:
The affected device has not yet returned for evaluation. A follow up report will be submitted for evaluation.

Event description:
The user reported that the device was delivered with a breach in the sterile barrier.

Manufacturer narrative:
This complaint was reported to merit twice. The investigation of this complaint was reported under MDR 1721504-2016-00008.